Manufacturer narrative:
One of the cartridges was returned to animas for evaluation and checked for leaks. The cartridge passed visual inspection and no damage was found to the luer connection or o-rings. A leak test was performed with no failures being observed and no leaks were observed from the luer connection, o-rings, or anywhere else on the cartridge. However as the patient found insulin in the cartridge compartment and subsequently suffered elevated blood glucose levels, this complaint is being reported. Use factors including spills and incorrect cartridge fill technique may have caused the insulin to be discovered in the cartridge compartment.

Manufacturer narrative:
(B)(4)

Event description:
The patient stated that her blood glucose level was elevated. She disconnected her body from the infusion set and attempted to prime but nothing came out. She checked her cartridge compartment and there was a large amount of insulin at the bottom of the compartment. She said that her meter read "hi" and that she felt "sick to her stomach and had body aches." She said, she had nausea but denied vomiting. She says, she has had three cartridges that have leaked into the cartridge compartment in the past three weeks. One of the cartridges was returned to animas for evaluation and checked for leaks. There were no leaks duplicated during testing. However, as the patient experienced elevated blood glucose levels indicative of hyperglycemia and found insulin in the cartridge compartment, this complaint is being reported.